Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and insulin pump was not working correctly. Customer didn't remember exact blood glucose value but is around about 22 mmol/l to 24 mmo/l. The customer did not provide information about symptoms and treatment. Customer noted that the esc and act buttons did not work and sometimes the numbers were ramp up without input. Customer also noted has had some battery out issues. The troubleshooting was not offered for high blood glucose as insulin pump was already inoperable. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.